Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues since it does not inflate when trying to use it. The device remains implanted, and a revision surgery has been scheduled. No patient complications were reported.